Event description:
It was reported that the perforator did not stop during a procedure. The case was completed successfully. There was a delay in surgery, however the length of the delay has not been reported. It was reported that there was medical treatment and intervention required and an adverse consequence to the patient as a result of this event. No further details have been provided regarding this event at this time. This event is being further investigated. Additional information will be provided if it is received from the customer.

Manufacturer narrative:
The returned product was confirmed to function as intended. The definite root cause of this issue is undetermined.

Event description:
It was reported that the perforator did not stop during a procedure. The case was completed successfully. There was a delay in surgery, however the length of the delay has not been reported. It was reported that there was medical treatment and intervention required and an adverse consequence to the patient as a result of this event. No further details have been provided regarding this event at this time. This event is being further investigated. Additional information will be provided if it is received from the customer.

Manufacturer narrative:
Device not returned.